Event description:
I was using byte teeth aligners according to their treatment plan, but started to develop sharp pain and loose teeth. Evaluation by an endodontist revealed the need for a root canal as the loosening of teeth introduced bacteria and damaged my nerve. Referral to endodontist. FDA safety report ID # (B)(4).